Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced a high blood glucose level of 447 mg/dl. The customer experienced no symptoms at the time of the event. The customer was treated for the high blood glucose with the insulin pump. Customer's blood glucose level was 447 mg/dl and the sensor glucose reading was 173 mg/dl that triggered the insulin pump to suspend insulin delivery. The customer stated that a nurse had to intervene to continue insulin delivery. No further information was provided about the nurse. The parent also reported sensor and calibration issues leading up to the event. The parent declined high blood glucose stating that the high blood glucose occurred because the customer ate a fruit snack. Troubleshooting for the insulin pump suspension was provided. The insulin pump will not return for analysis.